Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, broken belt clip rail, missing serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The pump was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.